Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). After a guide catheter was engaged in the rca and a guidewire crossed the rcs peripheral, a 2.25 x 38 synergy¿ stent was advanced but failed to cross the lesion. Another guidewire was added and when tried to deliver, it was still unable to cross the lesion. The device was retrieved from the patient's body and it was noted that the distal part of the stent got lifted. The procedure was completed with a 2.25x30 non-bsc device. No patient complications were reported.